Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the coagulation feature of the vapr cool pulse 90 electrode, 90° suction w/integrated handpiece device did not work. Another device was used to complete the procedure. No patient consequences, or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported by the sales rep via phone that during an unknown procedure the coagulation feature of the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece did not work. The complaint device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. When the to test its functionality, the device was connected to a vapr vue generator and was set to maximum power for ablation and coagulate test and it did work satisfactorily for both modes. Device will be send to gyrus for further investigations supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in the original packaging, active tip in used condition with active tip features being worn, residue visible in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using the vapr vue generator gml 4854/2, the test included different values as generator connection, flow rate test and activation test, as result all test pass. Supplier summary: the customer claimed that the coagulation feature did not work. This could not be substantiated as the device successfully passed both electrical and functional tests. The device was found to meet the manufacture specification; therefore, no further investigation is required. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.